Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system disabled an x-ray error message, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.